Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump ran out of insulin overnight, was refilled shortly before the call, and the caregiver requested confirmation of insulin delivery; customer support guided the caregiver through algorithm steps to confirm flow and reviewed correction procedures and continued blood glucose monitoring while the display showed high. Symptoms included hyperglycemia with a reported blood glucose reading of approximately 510 mg/dl. Outcomes included product troubleshooting and user education, with advice to continue monitoring until numerical readings resumed. Investigation included a remote review of device status and confirmation steps for insulin delivery, as well as education on correction algorithms and monitoring practices. Investigation of this case revealed no confirmed device malfunction; the event was consistent with expected hyperglycemia following insulin depletion and subsequent recovery time after reservoir refill. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.